Event description:
A malfunction on the pump was reported by the customer, with no notable events prior to the occurrence. Blood glucose levels did not exceed 500 mg/dl, so there was no adverse impact. Technical support resolved to replace the pump and provided instructions to the customer on returning the malfunctioning unit. The customer will continue to use the pump until the replacement pump arrives.